Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged downstream occlusion seal. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed downstream occlusion. Per reporter, the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.